Event description:
A report was received that the patient had frequent ipg charging due to it no longer holding a charge. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had frequent ipg charging due to it no longer holding a charge. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.